Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during the implant of the right ventricular lead; high impedance and normal threshold was observed after the lead was fixed into the ventricle. Physician decided not to use this lead and implanted a new one. The patient was stable post-procedure.